Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va08745, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
The consumer reported that the patient's therapy was not working as well as after surgery. The patient had a constant urge to urinate, but the on 2014-(B)(6) they went 2 hours and did not have an urge. The patient had urinary retention. The patient's health care provider changed the program and it did not seem to be working as well. It was changed back, but that was not working either. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.